Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump alarmed for no disposable, pump will not run. The settings were reviewed and proposed removing the cassette to troubleshoot the alarm, but the caller declined. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. D10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A review of the manufacturing device history record DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Model number: 6500.